Event description:
It was reported to medtronic minimed that the customer experienced harm reported, with no allegation of device deficiency, damage (physical or cosmetic). The customer reported blood glucose value of 219 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: recurring elevated bg document treatment for high bg: - change et and reservoir - pump therapy with adjusted basal settings as per hcp's adv. The event involved product(s) mmt-397a, mmt-332a, mmt-1780kpk. Customer reported high bgs. Customer does not feel ok to troubleshoot. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.